Event description:
Due to the deviation in the vessel, the left iliac leg graft landed short of the desired landing zone. An iliac leg extension was deployed distal to the leg graft in order to provide the needed coverage in the native vessel and secure a seal of the graft. At the conclusion of the procedure, the entire graft had secured a seal of the aneurysm; no endoleaks were viewed.